Event description:
The patient reported receiving an 04 (occlusion) error on her infusion device. She has been having concerns with her infusion sets. She feels the issue is at the tube connector end. The patient's blood glucose did elevate to 29 mmol/l (522 mg/dl). Her normal range is from 3.5 to 9.9 mmol/l (63 to 178.2 mg/dl). Her high blood glucose symptoms were nausea, headache, and feeling tired. No medical treatment was necessary. No product being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.